Event description:
Echelon flex 60 stapler, psee60a malfunctioned x 2 devices. Both staplers misfired, per surgeon, removed from use, replaced by a third stapler of same type, which functioned as intended. Two defective staplers in question were red bagged and labeled and left for general team manager.

Event description:
Echelon flex 60 stapler, psee60a malfunctioned x 2 devices. Both staplers misfired, per surgeon, removed from use, replaced by a third stapler of same type, which functioned as intended. Two defective staplers in question were red bagged and labeled and left for general team manager.